Manufacturer narrative:
Correction: h6 - result code corrected to code 114 - operational problem identified. Mc: (B)(4). (B)(6) 2019.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h315 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot h315 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The complaint kit, with smart card, was returned for evaluation. Review of the smart card data determined that kit priming was completed without issue. The last record on the smart card was an alarm #9: blood pump error which occurred after 171 ml of whole blood had been processed. Visual inspection of the kit showed a tear in the collect pump loop. The pump loop segment was pressure tested and verified a leak at the site of the tear. It is unlikely that the tubing segment was damaged prior to product release as an in-process leak test is performed on all kits prior to packaging. A device history record review did not result in any associated non-conformances and this kit lot passed all release testing. No manufacturing defects were identified through this investigation. A root cause for the tubing leak could not be determined from the information provided. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer called to report that they experienced a blood leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. It was reported that 171 ml of whole blood had been processed when the blood leak was observed on the cellex instrument's pump deck. The treatment was aborted without the return of residual blood within the kit to the patient. The patient was reported to be in stable condition. The customer returned the kit for investigation.